Event description:
Additional information was received in (B)(6) 2019. It was reported that the patient was admitted for gastrointestinal (gi) bleed on (B)(6) 2019. The patient presented with low hemoglobin (6.8g/dl) in the setting of supratherapeutic inr. Patient was transfused 2 units packed red blood cells with appropriate response. Gi was consulted, but no gi procedures were performed as hemoglobin stabilized with decrease in inr. It was given intravenous (IV) proton-pump inhibitors twice daily, IV octreotide. Coumadin was restarted prior to discharge and hemoglobin was stable (11.0 g/dl) at the time of discharge on (B)(6) 2019. Patient received a total of 5 units packed red blood cells throughout the course of admission. No additional information was provided.

Manufacturer narrative:
Additional information - b5.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gi bleeding could not be conclusively determined through this evaluation. The reported low flow alarms could not be conclusively determined as no log files from the time of the event were submitted by the account. The patient was readmitted for suspected gi bleeding on (B)(6) 2019 with a hemoglobin of 6.8g/dl and a subtherapeutic inr. The patient initially received 2 units of packed red blood cells and gi was consulted. No procedures were performed as the patient¿s hemoglobin stabilized and inr decreased. The patient ultimately received intravenous proton pump inhibitors, intravenous octreotide, and a total of 5 units of packed red blood cells for the suspected gi bleeding. Also during the patient¿s hospitalization, the center reported low flow alarms on the power module and not on batteries. An abbott technical services representative communicated how the power variances between batteries and the power module and how that may affect calculated flow. The patient was restarted on coumadin prior to being discharged on (B)(6) 2019 with a stable hemoglobin of 11.7g/dl. The patient remains ongoing on (B)(4). No additional information was provided. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also contains information regarding recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Patient was admitted for gi bleeding. The bleeding was treated and resolved no further or additional information was provided.